Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was routinely transplanted. They were not elevated on the transplant list due to any device or therapy issue. The device operated as expected. The exact date of the transplant was unknown.

Manufacturer narrative:
Section b3: event date was reported as jun2024 or jul2024, it has been estimated. Manufacturer's investigation conclusion: no device related issues were reported or identified during this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.